Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm after self-test. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer states insulin pump was not exposed to a high magnetic field. Customer was unable to clear the alarm. Customer was able to complete insulin pump rewind. Customer states they performed displacement test and test results was passed. Customer states the insulin pump was dropped. Customer states they performed the self-test and test failed and insulin pump had same error again. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm noted during self test and confirmed in insulin pump history due to broken trace on keypad assembly.